Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted because it caused the patient extreme pain around the pocket and generator. A new transvenous implantable cardioverter defibrillator (ICD) was implanted at this time. No additional adverse patient effects were reported. This product has been received by boston scientific for further analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. The device was submitted for electrical testing. During testing, the device did not deliver the expected amount of energy. This was due to an internal short in one of the high voltage capacitors. The device case was removed in order to facilitate inspection of the internal components. Visual inspection noted swelling of the high voltage capacitor. This capacitor was removed and detailed analysis identified arcing damage within it. Due to the damage, the root cause for the arcing could not be determined. There was no field complaint regarding energy delivery.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted because it caused the patient extreme pain around the pocket and generator. A new transvenous implantable cardioverter defibrillator (ICD) was implanted at this time. No additional adverse patient effects were reported. This product has been received by boston scientific for further analysis.